Event description:
It was reported the patient visited a european clinic to have their device adjusted. The patient thought it was a non-manufacturer made device, but it was noted that it was a manufacturer made device. It was also reported that an employee of the clinic was able to adjust the parameters that ultimately changed the voltage of the manufacturer made device with a non-manufacturer made programmer. The details of the adjustments were unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).